Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the programmer would not interrogate. Analysis also noted that the stylus was missing. Product ID r2290 software analyzer: (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer will not interrogate. Trouble shooting revealed that it was not a problem with the programmer head. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer will not interrogate. Trouble shooting revealed that it was not a problem with the programmer head. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.